Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc prostheses on (B)(6) 2004 and began feeling ill in 2005. The patient reported that she started to get very sick, and that breast implant illness was the reason for having them removed on (B)(6) 2017. The patient was initially concerned about the removed right implant (serial # (B)(4)) missing engravings present on the left. It was later clarified that the missing markings were ink, and routinely fade when implanted.

Manufacturer narrative:
The device history record (DHR) of lot number 266289 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).